Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 561 mg/dl at time of incident. Customer stated no symptoms of high blood glucose, she stated that she was sick and currently take in predizon. Customer gave herself a bolus. The insulin pump will not be returned for analysis.